Event description:
It was reported the right ventricular (rv) lead exhibited noise and oversensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2257-40 competitor ICD, (B)(6) 2013; 694758 lead, (B)(6) 2014. (B)(4).